Event description:
It was reported that unstable speed occurred. A 1.25mm rotapro was selected for use. During procedure, it was noted that the rotation speed was unstable, it increases and decreases. The procedure was completed with another of the same device. There were no patient complications.